Event description:
The patient received a second degree burn injury to the inside of their left cheek during a crown preparation procedure. The patient had a follow-up visit with the doctor the day after the incident and no additional medical treatment was necessary to treat the patient at the time of the visit. The patient is reported to have healed normally without need for any further medical attention.